Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in indianapolis, indiana. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported error. It was found that temperature was off of 0.75 degrees. Calibration was performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a heater cooler 3t displayed an error code associated to a discrepancy between the temperatures measures between the safety and control temperature sensors. The issue occurred during setup and there was no patient involvement.

Manufacturer narrative:
H.10: based on the service activity performed by technician, the most likely root cause of the reported event is a poor accuracy of the temperature sensors due to a calibration that drifted over time.

Event description:
See initial report.